Event description:
The customer reported via phone call indicating that the insulin pump had a tubing detach at quick release. Customer's blood glucose was unknown mg/dl the customer stated they observed insulin out of tubing about 1 hour after change set. Customer was advised that the tubing would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.